Manufacturer narrative:
Unit passed displacement test and self test. However, pump error 63 alarmed was confirmed in the formatted history file due to cold solder joint at u1 keypad assembly. The pump was received with a cracked case (battery tube). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear and rewind the insulin pump. The insulin pump was cracked at back on battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.